Event description:
It was reported, the threaded section broke off inside the pt. Surgeon tried to retrieve it but it was left in the pt.

Manufacturer narrative:
Device will not be returned. If the device or additional information is received it will be submitted on a supplemental report.